Manufacturer narrative:
The customer declined ge service. No repair information available.

Event description:
The hospital reported a malfunction of the bag to vent switch resulting in inability to switch ventilation modes as expected. There was no report of patient involvement.